Event description:
It was reported that the cuff on a smiths medical trach tube hasn't been inflating correctly. The cuff sticks on one side despite adding more sterile water. This leads to constant issues with a large air leak and not getting proper volumes creating work of breathing difficulties. No adverse patient effects were reported.